Event description:
The customer reported that the system failed three times within two months. Intermittently no fluoro/exposure w/o error or with message "fluoro failed - try again". Customer need to press several times footswitch or handswitch to get x-rays.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.